Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that the foreign material came from the component of the cellulose and the metal rust based on a component analysis. The cellulose may have come from cloth, paper, or chemicals. The metal rust may have come from the nozzle itself or the device used near the endoscope. The exact cause of the reported event could not be conclusively determined.

Event description:
During evaluation, olympus medical systems corp. (Omsc) found that the foreign material was clogged inside the nozzle of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.